Event description:
The customer contact reported concurrent flow. The tubing set was being used to deliver normal saline at an unspecified rate on the primary line via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set to deliver an unspecified antibiotic. The primary solution container was lowered below the secondary solution container. At this time, the nurse reported the primary and secondary solutions were delivering concurrently. The tubing set was removed from the pump and was loaded into a replacement pump; however, the solution container placement was not specified and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).